Manufacturer narrative:
The devices were received for evaluation. A visual examination confirmed the reported discrepancy. An investigation is in process to determine the root cause and the need for further action. A follow-up report will be filed once the investigation has been completed. Associated complaints: (B)(4).

Event description:
A complaint was received for (2) 24k100 tubing sets stating during a hip arthroscopy the waste line and the clear suction line were reversed allowing fluid to flow from the waste line (waste bucket) back toward the sterile field. Based on the information available the problem was identified by the user before contaminated fluid from the waste line entered the patient's hip. Follow up communication with the surgeon on (B)(4) 2010 confirmed the patient is progressing without complications. Similar complaints of misassembly for this lot were received. These nonconformances were identified by the user/medical staff during testing and/or inspection. No patient injuries have been reported.